Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 520 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.0x26mm, 75% stenosed lesion in the mid left anterior descending artery (mid lad) with direct placement of a taxus express2 3.0x32mm drug eluting stent. Following post dilation, residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. At 520 days post index procedure, the patient was admitted for a tvr. The mid lad was treated with a non-bsc stent for focal in-stent restenosis. The physician assessed the relationship of the event to the taxus stent as "probable." The patient was discharged 21 days later.